Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model a-tfdm-df) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During a right ventricular outflow tract (rvot) pvc, the patient experienced av block which resolved on its own. It was noted that the right ventricle was very arrhythmic to catheter movement. The physician needed many attempts to get to the rvot due to difficult anatomy. The catheter was moved a lot. Before any ablation the patient had mechanical av block which resolved itself at the end of procedure. The procedure was a success and no patient consequences. Ice was not used during the procedure. There were no performance issues with any abbott device.